Event description:
The customer reported via phone call that the retention ring at the reservoir connection is missing. Customer's blood glucose was unknown at the time of incident. No further details given.